Event description:
The facility reported via user facility report a pt incident with "administration of drug via wrong route" involving baxter infusion pump and baxter clearlink tubing. The nursing staff reportedly found an epidural solution of hydromorphone 10mcg/ml and bupivacaine 1/16% connected to IV tubing as a piggyback. The epidural infusion was ordered at a rate of 6ml/hr. The bag was charted to be hung at 17:25 in 2002 and at 20:25 was found to be empty. The infusion was stopped immediately and the pt was reported to be "over medicated". The pt reportedly was confused to time and place, pulling off wires and oximeter. The pt was restless and trying to get out of bed. The respiratory rate was reported to be 12-18 with oxygen saturation of 89-90%. The pt was put on oxygen with careful observation and assessment of neurological, respiratory, and cardiac status. Blood pressure was checked every 15 minutes and was reported to be stable at 140/60 with a heart rate of 80. According to the hosp rep, the pt recovered without adverse outcome and no sequelae resulted.